Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (128-fxxx) issue. It was reported that the pump emitted a cs 128 alarm. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because this issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #2: date of submission 03/29/2017. Device evaluation: the device has been returned and evaluated by product analysis on 03/09/2017 with the following findings: the black box (bb) from the date of the complaint was overwritten due to continuous use of the pump. The current bb showed no evidence of short battery life or a replace battery (128-fxxx) alarm. The alarm history showed no evidence of replace battery (128-fxxx) alarm. There was one 128 replace battery alarm observed in the available bb due to normal battery wear. The alarm history did show multiple 128-replace battery alarms on (B)(6) 2016; however, without the bb data to support those dates, the battery voltage of the replacement batteries could not be determined. The pump current draws measured within specification. A battery life issue or 128-fxxx was not duplicated during testing. Unrelated to the original complaint, the battery compartment was cracked with corrosion observed inside. There was no damage found to the returned battery cap; the cap was able to attach to the pump and power it on. The leak test failed due to the battery compartment leak. The pump cover was removed and there was no defect found to the motor circuit. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.